Manufacturer narrative:
The dental light in question has a retaining key which holds the light head and adjacent arm to a vertical column. This retaining key is fixed by a mounting bolt and externally constrained by a safety cover. Upon evaluation of the returned light it was determined that the mounting bolt had sheared due to a suspected excessive force and the safety cover was not properly installed by the distributor.

Event description:
A dentist was positioning a helios dental light for use when the light head and adjacent arm broke away from the light post causing the light head and adjacent to fall down towards the patient. The dentist caught the light head and adjacent before it was able hit the patient.